Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180 and serial # r659180000285problem statement: customer reported a complaint regarding the presence of foreign matter in the fluidics system.manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 06jul2020 to date 06jul2021.complaint trend: there are 2 complaints related to the issue of foreign matter within the sample line; date range from 06jul2020 to date 06jul2021.manufacturing device history record (DHR) review: DHR part # 659180 serial # r659180000285, file # 659180-659180-r659180000285-105874549-18, was reviewed. The instrument met all the manufacturing specifications prior to release.investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the foreign matter within the fluidics system was due to a worn check valve. Foreign matter within the fluidics system can lead to various issues for the instrument including clogs, leakages, and erroneous results from carryover. The customer had initially submitted a complaint regarding an issue two of their instruments were having (sn r659180000442 and sn r659180000285). They reported that the instrument sample tubing remaining red after a few measurements, which should not be occurring. The tsr (technical service representative) assisting the customer suggested several repairs to their issue including massaging the v8 tubing, running a sit flush with warm water, and a full replacement of the sample line. A fse (field service engineer) was sent onsite as the suggested cleaning did not fix the issue, and they replaced the check valve (pn 647945). No parts were requested for evaluation as the replaced part is not returnable and was discarded. After the repair, the instrument was tested and functioning as expected.although the unexpected results were from patient samples, no patient was treated nor harmed from incorrect results, and the incident did not delay their treatment. The results were captured prior to any diagnosis decision and was reported to bd as not expected. Proper daily and monthly cleaning procedures can help maintain a clean fluidics system, and cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A. The safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order #: 02019708, case # 01392974install date: 24oct2018defective part number: n/awork order notes:o subject / reported: 659180 - facslyric 3l10c instrument - red contamination in tube after measuremento problem description: email from the customer: hello with the bd facslyric devices (r6591800000285 & r659180000442) the aqua dest. Tube is reddish after a few measurements (see appendix). We were once told by a technician that this shouldn't happen. Can you confirm this? Thank you in advance for your responseo work performed: replaced the check-valve (647945)on wasteline. Performed abort count verification passedo cause: check-valveo solution: replaced the check-valvereturned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded.risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient.hazard(s) identified? ¿yes ¿noo tfs: 93860o ID: libivd-ra-490 3.1.145o reg status: ivd; ruoo hazard: potential for wrong resulto cause: pump or valve failure during acquisition without notification to usero harmful effects: wrong result without any warning and loss of sample.o risk control: firmware will detect failure of the component at the start of the next acquisition and notify facsuite clinical software or the facsuite software to inform the user. Vacuum pressure is monitored during acquisition. If pressure drops the user is notified.o req link (tfs ID): n/ao implementation verification: lsvn 1024, libivd-15-72po effectiveness verification: lsvn 1024, libivd-15-72f o probability: 1o severity: 3o risk index: 3o residual risk evaluation: ao new hazards: nonemitigation(s) sufficient ¿yes ¿noroot cause: based on the investigation results the root cause of the foreign matter within the fluidics system was due to a worn check valve.conclusion: based on the investigation results the root cause of the foreign matter within the fluidics system was due to a worn check valve. The tsr assisting the customer suggested that they perform various fixes including massaging the v8 line, sit flushes with warm water, and replacement of the sample line. A fse came onsite to perform the repair as the suggested fixes didn¿t work, and they replaced the check valve. After the replacement, the instrument was tested and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is moderate, s3, and there was no impact to patient health or safety. H3 other text : see h10

Event description:
It was that while using bd facslyric¿ the tube had "reddish" foreign matter. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: tube is reddish after a few measurements.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was that while using bd facslyric¿ the tube had "reddish" foreign matter. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: tube is reddish after a few measurements.